Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer.

Event description:
It was reported the patient experienced four seizures and was hospitalized. An additional seizure occured after hospitalization. The implantable neurostimulator had "not been working for awhile." Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.